Event description:
Patient underwent generator replacement surgery on (B)(6) 2015. During surgery, the surgeon was able to remove lead without using screwdriver and therefore suspects that the high impedance was due to incomplete lead pin insertion into the generator. The surgeon replaced the generator prophylactically and made sure that the lead pin was inside the generator and secure before completing the surgery. High impedance resolved and the impedance with the newly implanted generator was 3171 ohms. The explanted generator is expected to be returned but has not been received to date.

Event description:
High impedance was observed on diagnostic results with output current low (0.25 ma). Patient's settings are 1.0 ma for normal output current and 1.25 for magnet output current. Patient was referred for full revision due to battery indicator seen (ifi - yes) but no known surgical interventions has occurred to date. Clinic notes dated (B)(6) 2015 were later received for patient's referral. Patient's device was last interrogated 6 months ago, and at that time the device was fine. Vns output current was decreased to 1.0 ma and pulse width was increased to 500 usec. Output off time was also reduced to 3 minutes to compensate for the reduction in his output current.

Event description:
The explanted generator was received and analysis was completed. Various electrical loads were attached to the generator and results of diagnostic tests demonstrate that accurate resistance measurements were obtained in all instances. No obstructions were observed in the header lead cavity or the connector blocks. In addition, the in-line cavity go gauge test passed and a bench lead fully inserted into the generator header (past the negative connector block) (lab conditions). A comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications . The battery, 2.830 volts, shows an ifi=no condition. There were no performance or any other type of adverse conditions found with the pulse generator.